Event description:
A potential product issue has been reported with our artiste linear accelerator. In the abundance of caution, this issue is being reported. The associated table moved without user intervention on beam 3. A 3d registration offsets sent successfully to rtt and 2 treatment beams were treated, on the 3rd beam an override of y jaw only completed. The rtt got confused and pointed to lantis saved table parameters and moved the treatment table without user intervention to the lantis position plus the offset shift. This is a safety issue for potential mistreatments in future. Observed behavior: no error messages. Expected behavior: would have expected the override to apply to the beam and treatment to resume with the table position unchanged. Corrective action: decision is pending on final investigation results.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. The table tried to move to the position provided in the plan received from the ois until the user stopped the motion. In worst case, an unexpected table movement may potentially result in a serious injury of the pt. Probability: b (improbable). The user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always monitor the delivery of a fraction group that contains more than one beam carefully. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it has reached its target position. Thus, the user is able to recognize unintended table movements in advance, even if these are small. There are buttons installed for emergency power off, which will be used to stop treatment and all movement. No other products are affected.